Event description:
Senseonics was made aware of an incident in which the user reported that the cgm readings were different from blood glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Escalation analysis showed no indication of an issue with the system. Bg values aligned well with sg trends, with occasional differences due to the lag between sg and bg inherent to the sensing technology. The user agreed with the assessment. No device malfunction was identified, and no further investigation was required.